Event description:
A malfunction alarm identified as "malf 1" was reported, with no adverse impact to the customer's blood glucose level. Customer support decided to replace the malfunctioning pump, and the customer was guided on how to place the pump into storage mode, as well as return procedures for the faulty equipment. They confirmed the shipment of a new pump and ensured the customer would use multiple daily injections as a backup therapy during the interim.